Event description:
Applied device and after 24 hours, noticed that the device was providing false readings. There were a couple times the device would stop and skip section or would not read accurately for an hour or two then provide a reading and skip a reading. I have watched what I eat and sometimes the reading would register 300. All in all, the device is not providing the accurate reading as it was designed to do.